Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H3, h4, h6 photo investigation: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that the va lockscr ø2.7 cannot be observed in the images provides, however; the images provided do not provide enough evidence to confirm that the packaging is fully sealed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for va lockscr ø2.7 head 2.4 self-tap l18 ta. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4 device history: manufacturing location: monument. Manufacturing date: 06-jan-2023. Part number: 04.211.018, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm. Lot number: 3638p41 (non-sterile). Lot quantity: 2311. Four pieces were scrapped in cell at op #10, mill shaft threads, after a robot misload. Nine pieces were scrapped in cell at op #20, turn/thread head, flute, after a robot misload. Production order traveler met all inspection acceptance criteria apart from the thirteen pieces noted. Inspection certificate, 04.211.018-1-btq924171 / 2 met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. A total of (B)(4) labels were printed. (B)(4) labels were used on product; 1 label was used on the pll, and 4 labels were destroyed. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿delivery of medical device without content¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team forwarded photographic evidence of the device to jabil where a visual inspection of the device was conducted. The affected part was not returned to jabil monument. Photographic evidence was provided that displayed the complaint condition. The photographic evidence provided revealed that the 2.7mm tl va lckng scr slf-tpng with t8 stardrlve recess 18mm package had no holes or damage, perforations were intact, all seals were intact, and there was no product contained in the package. Per the complaint and accompanying photographic evidence, the complaint condition was confirmed as a non-sterile package with missing product. The affected part was not returned to jabil monument, and the condition was confirmed based on the photographic evidence. A dimensional inspection was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: device history: lot quantity was incorrectly reported as 2311 on the previous report. Correct lot quantity for part 04.211.018, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm, lot number: 3638p41 (non-sterile) is 211.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: hrs complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in austria as follows: it was reported that on (B)(6) 2023, there was a delivery of a medical device without content from selzach to the schwechat distribution center. No further information is available. This report involves one 2.7mm ti va lckng scr slf-tpng with stardrive recess 18mm. This is report 1 of 1 for (B)(4).